Event description:
When rn entered patient's room, noted blood slowly coming from internal jugular catheter. Upon further assessment, the patient's safsite one-way valve and 4-way stopcock were notably no longer intact and not infusing IV medications. Appears as though safsite and stopcocks were over-tightened, or became entrapped and damaged by removable headboard when patient transported. Set-up replaced, and patient was not harmed.